Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high," but the specific value was unknown. Cause was not known. The customer administered a correction bolus via the pump, and under the guidance of technical support, conducted various inspections and replaced supplies as necessary. The customer was instructed to resume using insulin as per normal routine, with further assistance to be provided if needed.